Event description:
The pt was implanted with an scs system on (B)(6) 2008 consisting of an ipg, a 16-channel surgical lead and an 8-channel surgical lead. It was reported in (B)(6) 2010 that the pt suddenly lost stimulation. Efforts to recapture therapy through reprogramming proved unsuccessful. A diagnostic test was conducted which revealed normal impedance readings for all but one of the 16-channel lead contacts. Further investigation through x-rays revealed probable lead migration. The pt has been referred to the implanting neurosurgeon for further evaluation. No surgical intervention is scheduled at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.